Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had a revascularization of the distal sfa of the left leg using a complete se stent and a non mdt pta. Approximately 37 months post revascularization, stenosis of the prox sfa left leg non-target lesion was reported. This was treated with an admiral xtreme pta and inpact admiral deb of the left leg. The investigator assessed the event as not related to the device, procedure or paclitaxel medication. Cec adjudicated the event as target lesion percutaneous revascularization and assessed the event as definitely related to the device but not related to the index procedure or paclitaxel medication. The patient recovered.